Event description:
We were using cautery in endoscopy room and the screen flickered and blacked out. The md immediately stopped using the cautery and the picture returned. Upon trying cautery again, the same thing happened and the screen went black. This has been going on for 1 1/2 years with no resolution.